Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this information. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on 03/05/2015.

Manufacturer narrative:
Additional information was received on 06/30/2015. Third party manufacturer conducted a batch record review for lot # 14fm0209 and found no exceptions. Four retention samples were examined and the appearance of the balloon/inflation port, catheter body and valve function were normal. One sample from the same lot along with 8 samples from different lots were utilized for simulation testing to determine if any leaks or breakage were present. Each unit was inflated with 60 ml of air for 10 minutes then checked for any change in diameter of the balloon to determine if there were any leaks or breakage. No blockage or leakage were noted after observation. The units were then deflated and inflated with 45 ml of water. No blocking or leakage was noted during the initial filing of the balloon, no leaks were noted after 24 hours and no deficiencies was noted in deflating the balloons at the end of the test. After a thorough batch record review, no discrepancies or non-conformances were discovered. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
The complainant reports when pre-checking the flexi-seal retention balloon after 5 milliliters of saline solution was infused, it was noted the saline solution was 'dripping from the balloon.'